Event description:
Complainant alleged that during a routine clinical training session using the device, a inappropriate "defib pad short" message was observed. The complainant indicated that there was no patient involvement in the reported malfunction.